Event description:
After standard safety checks on arrow catheter it was placed in standard fashion in right radial artery. When going to connect pressure tubing, staff noticed that a wire or needle was inside the catheter. Physician carefully retracted the catheter with the needle broke off from the arrow kit, still retained inside it, and held pressure and confirmed all parts and the wire were not retained in the patient. A new device was used and the procedure was completed as planned with no harm to the patient.